Event description:
It was reported that the user experienced frequent post-meal hyperglycemia while using the ilet and had been entering multiple back-to-back meal announcements and frequently selecting ¿more than usual,¿ which reflected an incorrect procedure and a user interface¿related usage issue; blood glucose was 274 mg/dl at the time of contact. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no noted health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to meal announcement technique, and an improper or incorrect method, with the user interface implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.